Event description:
The event involved a 31" (79 cm) admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger where it was reported that the secondary intravenous (IV) tubing used for carboplatin chemotherapy failed to deliver the carboplatin medication and only infused saline via the primary line. There was patient involvement, no human harm, and there was delay in therapy.

Manufacturer narrative:
No cl3951 product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was not reviewed, no lot number information was provided. Additional reporter: (B)(6).